Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed driveline power fault alarms; however, a specific cause for the driveline power fault alarms could not be conclusively determined. It was reported that the patient experienced driveline power fault alarms. On (B)(6) 2020, the account reported that the driveline power fault alarms cleared without a controller exchange after the log files were submitted. The submitted system controller event log file contained data from on (B)(6) 2020. The log file captured driveline power fault alarms starting on (B)(6) 2020 that continued until the end of the file. No interruption in pump function was observed. The pump operated as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6). The patient has one additional complaint associated with a driveline power fault captured in related manufacturer report numbers: 2916596-2021-00114 and 2916596-2021-00115. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook documents explain all system alarms and the recommended actions associated with them. In addition, these documents contain information on how to clean and care for the driveline. The patient handbook also lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. In addition, these documents contain information on how to clean and care for the driveline. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, section 5 entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were reviewed. The patient reported having a driveline power fault on (B)(6) 2020. The vad coordinator was able to silence the alarm on the system monitor, and then cleared the alarm. The alarm resolved. Upon review of the log files, driveline power fault and power a broken. The fault has not cleared. It was recommended to change the system controller to see if it will clear the fault.